Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered cosmetic damage (broken plastics at the bottom of the scope socket area), a faulty scope socket, a non-olympus lamp which was 100 or more hours, it had a updated power switch and the software version was up to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a b30 and e216 (scope communication error) on the evis exera iii xenon light source. In addition, a crack was noted at the lip where the scope is plugged in. There was no delay reported. The procedure was completed using a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely root cause of error b30 was a failure of the scope socket. However, the root cause of the scope socket failure could not be determined. Olympus will continue to monitor field performance for this device.